Event description:
The customer reported being hospitalized for high blood glucose of 202mg/dl. The customer was experiencing high glucose for the past four months. The customer's most recent glucose reading was 334mg/dl and treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time and date on the insulin pump were correct. During the call the customer requested assistance with changing the basals. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.